Event description:
Report rec'd of sparking from the conmed cautery pencil / tip during a tonsillectomy procedure. The spark reportedly damaged the endotracheal tube (ett) balloon. The ett was replaced without incidence. Visualization of the pharynx / throat by the anesthesiologist found no injury to the pt mucosa / tissue. This caused a brief delay in surgery; the pt did not experience any adverse effects from the ett replacement or spark. Surgery continued uneventfully with a new cautery pencil and tip.

Manufacturer narrative:
The cautery pencil and tip are MFR by conmed corp. The cautery pencil and tip are expected to be returned to us and will be forwarded to conmed for eval. The user facility biomedical engineering dept personnel have checked the cautery generator, pencil and tip no issues were found.